Manufacturer narrative:
The incident sample as well as additional information was requested but to date has not been received. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a procedure where this device was used, the patient developed blister-like areas on the right lower flank.